Event description:
End user called to complain that the device did not test its calibration. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.